Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).